Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps instrument seems loose at the end. Seems like the end is not sitting properly on the rod. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that there was not a dislodged/misaligned jaw, or a grip tip sticking out. There was no damage to the instrument tips (e.g., broken, cracked, or detached). There was no cables broken or damaged observed. There were no missing fragments at the tip of the instrument observed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.